Event description:
It was reported that the device would not work at the beginning of the procedure. The account had a back up on hand to complete the case with a delay of approx 30 minutes to locate the alternate equipment. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for investigation. According to the quality investigation, the asic motor controller had no power. The motor controller was replaced, and other preventative maintenance was performed. The device was repaired and returned to the account.